Event description:
It was reported that the epifuse connector broke. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because this is not batch related issue. A product sample was received for evaluation. Visual testing was performed. Visual inspection found the connector had a broken hinge. The root cause of the reported issue was found to be a design issue. An internal scar was opened with device supplier who recommended a redesign of the hinge area. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Device information and report source are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).